Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message caused by cracks found in two threaded insert bosses in the front case that mount the pumping mechanism into the case, which allowed separation between front case and mechanism assembly. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient injury.